Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain lower pelvic') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included vaginitis bacterial and endometriosis. Previously administered products included for an unreported indication: ortho evra. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), migraine ("migraines/headaches"), bacterial vulvovaginitis ("bacterial vaginitus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding :vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), endometriosis ("endometriosis") and headache ("head aches"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and bacterial vulvovaginitis had resolved and the migraine, vaginal discharge, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6) 208. Essure placement three coils visualized at the right ostia and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain lower pelvic') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included vaginitis bacterial and endometriosis. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), migraine ("migraines/headaches"), bacterial vulvovaginitis ("bacterial vaginitus"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and bacterial vulvovaginitis had resolved and the migraine, vaginal discharge, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6) 2008. Essure placement three coils visualized at the right ostia and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2020: pfs+mr received: "previously reported event medical device removal replaced with pelvic pain. Other event abnormal bleeding general, migraines/headaches, bacterial vaginitis, vaginal discharge,dysmenorrhea, lower abdominal pain and device monitoring procedure not performed added. Reporter, onset date, severity ,outcome of the event and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginitis bacterial and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: medical record received case was upgraded to serious incident. Event injury was replaced with event medical device removal. Essure removal surgery added. Essure removal date added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain lower pelvic') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included vaginitis bacterial and endometriosis. Previously administered products included for an unreported indication: ortho evra. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) and medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), migraine ("migraines/headaches"), bacterial vulvovaginitis ("bacterial vaginitus"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding :vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), endometriosis ("endometriosis") and headache ("head aches"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and bacterial vulvovaginitis had resolved and the migraine, vaginal discharge, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, menorrhagia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, bacterial vulvovaginitis, dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted : essure removal date as per mr is (B)(6) 2008. Essure placement three coils visualized at the right ostia and two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: pfs received. Other relevant history and event: "abnormal bleeding :vaginal", "menorrhagia" , "endometriosis", "headaches" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.